Manufacturer narrative:
H1: correction. Patient death will be reported under related manufacturer report number: 2916596-2023-05318. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-05318.

Event description:
It was reported that patient was found to have infection. Pump was explanted and exchanged. It was later reported that patient passed away related to multisystem organ failure on (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.